Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 130 mg/dl. The customer stated that he went to adminster a bolus, and when he looked at the insulin pump, it was shut off. No physical damage to the insulin pump was observed. The insulin pump had not been exposed to moisture. The customer stated that the battery died after about a week, and the insulin pump alarmed failed battery test. He reported that the insulin pump was shutting off intermittently during the troubleshoot process. The customer declined a replacement battery cap, since there was no damage to it noted. He requested a replacement insulin pump instead. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The device was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected failed battery test, weak battery, or low battery alert alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.